Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is no longer receiving stimulation due to being unable to establish communication between his scs ipg and patient programmer in addition to being unable to turn his scs system on with his magnet. A replacement programmer wand was sent to the patient; however, the wand did not resolve the issue. Additionally, the patient¿s programmer began displaying an error code after the replacement wand was used. Follow-up identified a sjm representative confirmed the communication issue and was also unable to establish communication between the patient¿s scs ipg and charging system. Surgical intervention will be taken at a later date to address the issue.